Event description:
It was reported that the customer received an occlusion alarm. As the customer had changed the cartridge prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
Lot # : m007232. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received.